Event description:
According to the info received the user stated that the catheter is sticking to the inside of the packaging and when used is causing internal bleeding in the pt's urethra. Doctor changed cath size to 12 fr until healed and then went back to 16 fr.

Manufacturer narrative:
Four products were received and testing resulted in no sticking of the catheter to the package or any other deviation found.